Event description:
The complainant reported that an impella cp failed to deliver due to the patient's anatomic limitations. The pump was replaced with another impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. Investigation summary: unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had an anatomical narrowing directly on the anastomosis preventing successful delivery of impella. Device history review: the pump passed all the post sterile inspection checks.